Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot# n513329, implanted: (B)(6) 2015, product type: adapter. Product ID: 3487a-33, lot#: j0406050v, implanted: (B)(6) 2004, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a healthcare professional (hcp) via a manufacturer representative that ¿no stimulation was felt one day¿ while using group c. The patient switched to different groups, but it was the same with all groups. Additionally, the patient tried turning their stimulation off and back on, but this did not resolve the issue. The lead impedance and battery status were checked at the time of report and ¿no problem¿ was found. The stimulation voltage was increased to 10.5 v; however, the increase did not induce patient paresthesia. All four lead electrodes were then ¿combined, but paresthesia was not induced.¿ x-ray imaging was performed to check for a ¿possibility of misalignment of the lead wire;¿ however, there ¿turned out to be no misalignment¿/movement. The issue remained unresolved at the time of report. An additional follow-up outpatient visit was scheduled for (B)(6) 2019. There were no surgical interventions performed and it was unknown whether any were planned; the intractable pain patient was alive with no injury at the time of report. There were no further complications reported or anticipated.

Manufacturer narrative:
Please note the event date has been updated at this time to reflect the date of earliest known event occurrence. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that at the 2019-dec-16 outpatient appointment it was ¿decided to observe the situation without further actions for a while.¿ it was noted the ¿issue that no stimulation was felt persisted¿ as of (B)(6) 2020. The cause of the patient not feeling stimulation had not been determined at the time of follow-up. There remained no further complications reported or anticipated.